Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Consumer reported they are not sure they believe this all happened after the interstim. Consumer was given medications and the issue had reportedly not been resolved at all. No further information reported.

Event description:
Additional information was received from the patient. Patient states their tongue is swollen and has a really bad sore throat. Patient saw a doctor who gave them a shot for inflammation and stuff for the mouth, which took the tongue down and "gave her back from having the dry mouth ," but it has occurred again. Patient sometimes has a burn in the buttock in the area of the implant and is "sick down below." Patient has been in bed since (B)(6) 2017. Patient saw the healthcare provider (hcp) on (B)(6) 2017 who gave the patient some stuff/powder for the lower stomach. Patient ate soup, went home, and cried. The patient was encouraged to review medical symptoms with their hcp. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient has experienced a loss or change of therapy. Patient reported they still are leaking at night and goes to the bathroom when they cough. Patient thinks they need an adjustment, but they lost their patient programmer (pp). Patient is reporting a bad taste and dry mouth which started off mild and has been progressively getting worse. Patient had an anxiety attack due to their dry mouth. It was reviewed that a dry mouth is not a known adverse event to the therapy. Patient states they are no longer on antibiotics and is so worn out because they "has such panic and anxiety." Patient states they are depressed and have had thoughts of suicide. It was offered to connect the patient to the suicide hotline, but the patient declined. Additional information was received. Suicide hotline was contacted and provided an additional phone number for the patient to call if need be. The patient was contacted again and the additional phone number was given to the patient so they could speak to someone about how they are feeling. No troubleshooting could be done due to the patient not having their pp. The patient was encouraged to review medical symptoms with their hcp.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional review determined this event is no longer considered life threatening or a disability. Additional review determined this event is no longer considered a serious injury.

Manufacturer narrative:
(B)(4) no longer applies to this event and was removed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from patient reported that she cried every day and was in misery. She ended up going to an ent and the doctor there thinks she is rejecting the implant. Patient stated sometime in (B)(6) 2017, her mouth got really dry and then tongue swelled and throat was dry and would kind of stick together. She would choke on food if eating. She had burning sensation where the implantable neurostimulator (ins) was placed. She went to clinic and there was so much going on and could not remember what they had to say about the device. She had colonoscopy while she was in (B)(6) and they had to put her out (anesthesia). She couldn¿t recall what she was going to tell about this story. She remembered at minute 7:48, they had to disconnect to have colonoscopy and it hadn¿t been turned on since. Patient services confirmed patient meant they turned off with remote. Patient stated she went to three ents so far and the healthcare provider (hcp) thought she had rejected the device except for one other hcp. Patient stated her mouth was better because she was on some medications. She did not go anywhere and just stayed home. Patient stated on the buttock all of a sudden would just burn. She could not even tell how sick she had been with the swollen tongue, inflammation of throat which is ok right now but sometimes bad. Her throat hurt and right after the device was placed, she got influenza and really got a lot of illnesses. She had been told that her body was very sensitive to things like this (interstim device). Patient stated from the end of feb to now, she missed granddaughter¿s graduation because she was sick, her house was a mess and she felt like she wanted the device taken out. Patient stated when she went to hcp, she should have been examined and the hcp had stated to her that the symptoms were not related. Her device had been off at least 4 weeks. She was reading report from hcp stating dry mouth , dry cough, sore tongue six months and she was treated zpac for pneumonia and influenza. She had lung infection, bronchitis and influenza since implant. She had to sleep sitting up because of all of this. She couldn¿t take this anymore. Patient indicated she has an appointment on (B)(6) with hcp. She had stomach ache since (B)(6) 2017 and even though the interstim was off, these side effects were all still happening. Patient stated the device was 42,000 and having a hard time thinking of that and stated if she takes device out would that be the problem even. Patient also reported inside her mouth was kind of raw but she didn¿t know if that was from what they were giving her such as medicines. She was on nystatin and gargles that 4x per day and also getting quansapan 1 mm on tongue to let it dissolve. Patient stated her family doctor was giving her pramipexole .05. She had an appointment with ent which would be 4th ent. She got home on (B)(6) and all she did was sleep. She stated something was making her sleep but she didn¿t know what it was. Patient also reported ¿having all the symptoms of having to go to bathroom but really unless wasn¿t doing something right¿, the device was not working for her. Patient services tried to clarify if working or not, patient stated yes, it was not working. Patient wondered whether they can test if body rejecting it. Patient mentioned mouth dry out in november and if he moved certain way, it would burned on buttock. There were no further complications that have been reported as a result of this event.